Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured battery data was 2.4v, 23ua, 12 kohms. The measured battery data at a previous follow-up in november, 2001 was 2.67v, 26ua, 2 kohms with an estimated longevity of 11-12 months. The device was subsequently replaced.